Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed. The download log found receiver reboot with error recovery followed by screen recoverable error alarm. The reported event of initializing screen without manual restart was confirmed . A root cause could not be determined.